Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit had two drawers that were not opening. A field service engineer (fse) found a defective drawer module controller board for drawers 15 and 16. Both drawers were thoroughly inspected, and the module controller board was replaced and reconfigured. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the drawer did not open during a medication issue. Drawer 15 and drawer 16 were displayed in yellow on the populate buttons menu. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.